Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. No lcd display anomaly noted. Received with pump cracked case at the display window corner, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call of having high blood glucose of 600 mg/dl, 428 mg/dl and 450 mg/dl. It was reported that insulin pump was given the correct amount of insulin based on information entered in bolus wizard. It was found that there was a line where grams exchange was which was not allowing for input of information. Customer was advised that insulin pump would be replaced.